Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the table leg extension parts, the x-ray arm button and the table pad. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the table leg extension locking latch was broken on the 2800 system. Subsequently, it was also noted that the x-ray arm button intermittently was not functioning and the table pad was worn. There was no report of patient injury.